Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high out of range pace impedance measurements greater than 2,500 ohms in bipolar configuration. Subsequently, a new lead of a different model was successfully implanted. No additional adverse patient effects were reported.